Event description:
Patient reported experiencing symptoms of hypersensitivity after injection of bovine collagen to the corner of eyes and just above cheekbones. Physician prescribed oral steriods and topical vitamin e, as well as dermabrasion. Patient refused permission to contact physician.